Event description:
Additional information received reported the patient had their deep brain stimulator (dbs) system activated and his condition improved. The patient received effective therapy.

Event description:
It was reported that the patient was admitted to the emergency room (ER) on (B)(6) 2015, three days after the implantable neurostimulator (ins) was implanted. The patient was experiencing cognitive impairment and possible lack of consciousness; ¿he would not wake up.¿ the neurosurgeon¿s office thus needed MRI guidelines. There was no known problem with the equipment. No troubleshooting was done and it was unknown if the problem was device related. The device had not been turned on yet and the patient¿s neurology appointment was scheduled for (B)(6) 2015. No patient outcome or cause of the issue was reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Product ID 3389s-40, lot# va0npl4, implanted: 2015 (B)(6); product type lead product ID 3389s-40, lot# va0nza4, implanted: 2015 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 3708640, serial# (B)(4), implanted: 2015 (B)(6); product type extension product ID 3708640, serial# (B)(4), implanted: 2015 (B)(6); product type extension. (B)(4).